Manufacturer narrative:
Medical device expiration date: n/a. Results: one loose device without packaging was returned for evaluation. A visual inspection of the device revealed the hub-needle/shield assembly and the safety sleeve separated from the barrel of the returned device. No damage to the barrel or barrel tip was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5273620. Conclusion: although bd visually confirmed the customer's indicated failure mode (hub separation), an absolute root cause for this incident cannot be determined.

Event description:
It was reported that after using a 1 ml bd safety-lok u-100 insulin syringe with 29 g x 1/2 in. Bd ultra-fine needle to administer an injection, the safety sleeve did not lock in place and detached from the syringe. There was no injury associated with this incident and no medical interventions were needed or provided.